Event description:
Pt had surgery in 2001 to treat adolescent idiopathic scolosis. At 6 weeks postoperative, it was noted on x-ray that the most superior hook on one side of the construct had come off the rod, and the most inferior hook on that same rod was slipping. In 2002, the surgeon performed a second surgery for the "removal of loose internal fixation at the top and bottom of the compression system on the right and replacement of the slider and set screw in the upper pedicle hook on the right."